Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The reported issue appears to have been resolved onsite during troubleshooting by completing the patient database back-up procedure, and then re-booting the system. Event problem and evaluation: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, after booting up the system in preparation for a case, the imaging system displayed the message: an error has occurred that may have damaged the systems database, please contact medtronic technical services. In troubleshooting, several re-boots did not resolve the issue. After completing the patient database back-up procedure, and re-booting the system, they were able to move forward with the case. There was a reported 15-minute delay to the procedure due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.